Manufacturer narrative:
The consumer reportedly was being pushed while sitting on a rollator. When they stopped, the front wheels allegedly collapsed, causing the consumer to fall to the ground and tear her elbow, resulting in 9 staples to repair. No serial number and or/model number of device has been provided. Manufacturer spoke with facility and indications are it's an invacare rollator. Invacare current user guide covers that device is not to be used as a transport device. User's weight is reportedly 248 lbs. Device is specified for 250 lbs. MDR filed based on injury.

Event description:
The consumer was being pushed while sitting on the rollator. When they stopped, the front wheels allegedly collapsed, causing the consumer to fall to the ground and tear her elbow, resulting in 9 staples to repair.